Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device does not turn on properly, then alarms. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
While performing a review of the complaint, it was discovered that the file was inadvertently assessed as reportable. The malfunction will not likely to cause or contribute to death or serious injury and no patient death, serious injury, and there is no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. This complaint file is no longer considered reportable, please disregard any reports associated with it.

Event description:
Additional information was received by the manufacturer on 20-dec-2022 via email and attached to complaint object. The customer stated that the problem occurred during set up for use. The date of event was provided and updated into the file. There was no patient involvement.

Manufacturer narrative:
Date of event: updated with additional information received. B5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. A sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.